Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. G4: premarket identification: k013227/k953101.

Event description:
The doctor reported that a screw-retained crown was placed on a zimmer abutment on (B)(6) 2021. The crown subsequently loosened in (B)(6) 2021, again in (B)(6) 2022, in (B)(6) 2025, and once more in (B)(6) 2026 when the fracture of the hexagon finally became clearly visible. Procedure was completed using an abutment and a crown. This report refers to first loosening event.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) hla3/5, (abut hex-lock 3.5mm imp 5 .5 flare for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2020091065. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020091065 for similar events and 2 other relevant complaint(s) were identified. Review completed utilizing keywords: ¿dental : functional : loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.